Event description:
It was reported that the 6800 system would not boot up prior to a case. The 6800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was repaired was the high voltage cable was tightened during the service call. The system was tested, and found to be working as intended, and put back into service.